Event description:
The implantable neurostimulator (ins) system was returned to the manufacturer with no information.

Manufacturer narrative:
Extension model 3095-10, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2007; lead model 3093, lot # j0454670v, implanted: (B)(6) 2004, explanted: 2007. Analysis of neurostimulator model 3023, serial #(B)(4) showed no anomalies. Analysis of extension model 3095-10 serial # (B)(4) showed no anomalies. Analysis of lead model 3093, lot # j0454670v showed that the conductors #0, 1, and 2 were broken at 5 and 5.5 cm from the distal end. Both the proximal and distal ends of the lead were intact and undamaged. The marker band was slightly loose from the lead body.